Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial#(B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they were charging too frequently. Ever since getting her new implantable neurostimulator (ins), she had to charge more than she used to. The patient asked if daily charging could occur to keep from having to charge 4-5 hours at a time as this was difficult and took time and then if she moved the coupling bars would drop. It was noted that the patient had recently been reprogrammed or switched to a new group. It was reviewed that settings affect recharge intervals. No previous overdischarges had occurred and the patient would charge to 100%. No trauma/falls were related to this event. Additional information received from the patient reported that she had to charge every other day for about 4.5-5 hours. With her previous battery, she only had to charge once a week. Additional information received from the manufacturer representative (rep) reported that charging every 1-2 days was not different than before. The day program was 4 cathodes and 3 anodes at 6.5 volts, 810 milliseconds, and 40 hertz. Stimulation was on 14 and therapy impedance was noted to be less than 135 ohms at greater than 35 milliamps. The estimated charging calculation was 3 days. Night programs were as follows: a1: 2 anodes and 2 cathodes at 3.6 volts, 450 milliseconds, and 75 hertz with a therapy impedance of 477 ohms; a2: 2 anodes and 1 cathode at 2.85 volts, 420 milliseconds, and 75 hertz with a therapy impedance of 546 ohms; a3: 2 cathodes and 1 anode at 4.1 volts, 360 milliseconds, and 75 hertz with a therapy impedance of 512 ohms. Stimulation was on for 10 hours. Estimated recharging calculation was 10.15 days. The patient did not bring the recharger for recharging statistics. Troubleshooting was noted to have resolved the reported issue and the patient would charge from 25% to full 100%. Additional information received by the patient reported that the patient was requesting adhesive disks for charging. Additional information received from the patient reported that she had been told that there was nothing that could be done and that frequent charging would not cause harm. The patient was still charging every day for 2.5-3 hours. Relevant medical history included non-malignant pain and complex reg pain syndrome type 1. Further follow-up was not required.